Event description:
On (B)(6) 2025, a patient underwent a percutaneous inferior vena cava filter implantation using a denali filter for dvt. During the procedure, the filter body was pushed forward with a pusher, it did not advance through the introducer sheath. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali filter products that are cleared in the us. The pro code and 510 k number for the denali filter products are identified in d2 and g4. Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one denali jugular filter kit was received. On visual evaluation, it was noted the pusher catheter was returned loaded onto the touhy-borst adapter and connected to the filter storage tube. Sample appeared to have blood residue throughout. The filter storage tube contained the filter. It was noted the gripper was not attached to the hook as noted within the tube. No anomalies were observed to the sample. On functional testing, the pusher handle was used to deploy the filter via the distal tip of the storage tube. The distal tip of the storage tube broke and was stuck on the legs of the filter. The filter was fully deployed but with the distal tip on the legs. The distal tip was removed from the legs of the filter. After, the filter legs fully expanded, and no tangling was present. No other functional testing performed. Therefore, the investigation inconclusive for the reported failure to advance as the conditions of use cannot be recreated. Additionally, the investigation is identified and confirmed for the device dislodgement as the filter disengaged from gripper and the investigation is identified and confirmed for the break as the distal tip of the storage tube was noted to be broken. A definitive root cause for the failure to advance, identified device dislodgement and break could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.